Manufacturer narrative:
Based on the information provided, the event has shown that the device performed as intended with no failure or malfunction to perform to manufacturer declare specifications. The additional components added to the patient side of the proximal pressure line resulted in the device patient disconnection alarm being defeated. Further good faith efforts yielded no additional information regarding the patient status. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator did not alarm when the device was disconnected. The device was in clinical use when the issue occurred. It was reported that the event was fatal to the patient. A follow up was performed with the key market (km), and the responder was unable to provide any details regarding the patient status. The km responder reported that they have reached out to the hospital several times; however, the hospital staff have not provided any details. Clinical assessment has found no causal relationship of the device to the patient expiration, however contribution of the device and its use to the patient expiration has been confirmed: foreseeable unintentional use error - addition of resistive components to the patient side of the proximal pressure line resulting in compromised patient disconnection alarm functionality. The user reported that the patient was connected to the v60 ventilator, but after the following morning, the user found that the ventilator had been disconnected from the patient, and that the device did not alarm (patient disconnect). After several inquiries, and a video footage of the device, it was observed that user had used two bacteria filter (make/model unspecified) connected to the device. Per the instructions for use (IFU), it is advised to "avoid adding any components to the patient circuit that are not absolutely necessary. Additional components installed in the patient circuit can change the pressure gradient across the ventilator breathing system, increase the dead space, and adversely affect the ventilator performance." In addition, the IFU states, "avoid adding resistive circuit components on the patient side of the proximal pressure line. Such components may defeat the disconnect alarm." The device was then evaluated by philips service engineer (se), and it was reported the respiratory circuit was checked, and it was confirmed that a filter between the patient and exhalation port, and a nebulization device between the filter and exhalation port. When the se disconnected the circuit consumable, the patient disconnect alarm is re-established. This investigation is ongoing.

Manufacturer narrative:
(B)(6).